Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received the scs system with two percutaneous leads. It has been reported the pt stopped feeling stimulation on one side of the desired pain pattern. A full parameter diagnostic indicated high impedance values on several contacts on the lead which was not stimulating. Pt underwent surgical intervention to explant and replace the system lead. The pt reported effective stimulation post-operative. No further pt complications were reported.